Manufacturer narrative:
H6: ventec received the device and downloaded its electronic records (system logs) for analysis where it was confirmed that the device had rebooted by itself. Ventec observed in the system logs that the device's internal battery had become depleted, and that it was not connected to an external source of power nor did it have external batteries installed. This resulted in the device rebooting by itself, as the device did not have enough power to remain on. Ventec then connected the device to an external source of power and the internal battery started charging within minutes. Once fully charged, proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was user error.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was rebooting by itself. There were no reports of patient involvement associated with the reported issue.